Event description:
It was reported encountering an error with their continuous glucose monitor (cgm), specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and following the reset, the customer was able to start their sensor session successfully without encountering further errors.